Event description:
It was reported during a routine follow up that the right ventricular lead exhibited noise and stored electrograms showed ventricular high rate due to oversensing noise. The lead remained implanted and the issue will continue to be monitored. There were no patient consequences and the patient was in stable condition.